Event description:
Pt was in recovery and required endotracheal suctioning when the section catheter came apart and the head portion fell into the tube. The nurse was able to retrieve the catheter with no injury to pt.